Manufacturer narrative:
One tapered screw-vent implant (tsvwh11) was returned for investigation. Visual evaluation of the as returned product identified signs of wear, damage and bone residue around the external threads due to usage. The collar was fractured. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the per. The reported device had been placed on tooth # 30(unknown notation system) for approximately 8 years. X-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (61998989). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (61998989) and no similar complaints were identified. Based on the available information, device malfunction did occur and the reported fracture was confirmed. The following sections have been updated: g7: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Email unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that implant fractured at tooth location #30. On (B)(6) 2012 and was extract and immediate placed. On (B)(6) 2019 out of state dentist sent x-ray the implant had flowered. On (B)(6) 2020, the implant was explanted and new implant was placed.